Manufacturer narrative:
Date rec¿d by MFR : 12mar2019. The service engineer (se) inspected the device. The se found a loss cable going to one of the speakers. The se replaced the data acquisition (da) to motor control (mc) board cable and the retention bracket kit. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was generating different "priority alarms". There was no patient involvement. The event date was not specified; estimate used.